Manufacturer narrative:
Multiple attempts were made to secure return of the device however the customer has not responded not sent the device back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
It was reported that this disposable pressure transducer leaked from the blue snap-tap and it did not make the correct pressure measurement, requiring the exchange of the product. There was no patient injury that was reported. The hospital is confidential; therefore, there is no further information regarding this event and device availability. Patient demographics are unavailable.